Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Ultimately, the customer removed pump and reverted to a back up insulin pump.